Manufacturer narrative:
This supplemental emdr is being submitted to provide the manufacturing date. Updated field: h4 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the product manufacturer date.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a therapeutic ercp (endoscopic retrograde cholangiopancreatography) procedure, the wire of a single-use mechanical lithotriptor was reported to have broken. The device was replaced with a similar product, and the procedure was successfully completed. No patient harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken of the operating pipe. A root cause could not be identified based on the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During a therapeutic ercp (endoscopic retrograde cholangiopancreatography) procedure, the wire of a single-use mechanical lithotriptor was reported to have broken. The device was replaced with a similar product, and the procedure was successfully completed. No patient harm was reported.